Event description:
It was reported to the MFR that the vns pt's device showed high lead impedance during diagnostic testing at an office visit. It is unk if there has been any pt manipulation or trauma to the device site that could have caused or contributed to the reported event. It is unk if x-ray views were taken to assess the integrity of the device. The pt's device diagnostic test results were within normal limits in (B) (6)2009. It was also indicated that the pt has been experiencing an increase in seizure activity. It is unk if the increase is above pre-vns baseline levels. The pt is being scheduled for a surgical consult. Good faith attempts to obtain additional info regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.